Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent reconstruction with mentor tissue expander in (B)(6) on (B)(6) 2015 experienced deflation of device that was observed on (B)(6) 2017. The patient underwent removal and replacement with other mentor tissue expander on(B)(6) 2018. Per mentor IFU, this device should not be implanted anytime exceeding 6 months. Hence, this was an off label use off device as it was implanted for 2 years and 8 months.

Manufacturer narrative:
On 03/20/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).